Manufacturer narrative:
Citation: prstojevic, m. Samardzic, I. Vukasinovic, ¿endovascular treatment of distal cerebral aneurysms.¿ the neuroradiology journal 24: 726-729, 2011. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that two patients were treated deconstructively both with liquid embolic agent onyx 18. One of these two patients had neurological deficit gos (glasgow outcome scale) score 3 after the procedure caused by complete sca occlusion due to significant onyx reflux, that occluded proximal part of artery harboring brain stem and cerebellar perforators. Symptoms were marked ataxia and dysarthria. His condition gradually improved to gos score 4. The other patient treated with parent artery (small distal branch of pericallosal artery) occlusion, had no neurological deficit. Regarding supportive devices, one aneurysm was coiled after stent placement, with the jailed catheter technique (figure 2). Overall, only one (described) patient had neurological deficit. We describe a retrospective review of seven consecutive patients (five women) with eight distal cerebral aneurysms (four ruptured) embolized in our neuroradiological center in 2009. Clinical presentation, symptoms, aneurysm location, size and shape of the aneurysm sac, and patient age were considered. Patient ages ranged from 44 to 69 years. Size distribution was: six aneurysms were measuring < 5 m, one measuring 5-10 mm, and one measuring 11-24 mm. All aneurysms had saccular shape, but one was fusiform.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.